Event description:
It was reported that during a laparoscopic low anterior resection, on the first firing of the device the device locked out at about 2mm into the firing. The reverse button did not work. The manual release button worked and the jaws opened.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. At what location on the tissue? Rectosigmoid. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. What color cartridge was being used? Gold. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? Asku. Was there any difficulty removing the device from the tissue? Yes. The surgeon stated that he had fired across very thick tissue and may have bunched too much tissue in the crotch of the device.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The reverse button performed properly without any anomalies noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.